Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the batch manufacturing records indicate device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Reported in regards to a broken liquid bottle found in cement batch (B)(4) lot: mlx127. There as no patient involvement as the issue was discovered in the store room.